Event description:
Implanted cardioverter-defibrillator (ICD) had a fractured right ventricular lead. This fracture caused multiple, inappropriate shocks to be delivered. The lead was replaced and the patient was discharged the following day. Manufacturer response (as per reporter) for right ventricular lead, 6949 sprint fidelisnone at this time.